Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced very high blood glucose after the dexcom g7 continuous glucose monitor (cgm) sensor had been disconnected and the ilet was not dosing; the event involved intermittent communication between the dexcom g7 and the ilet, characterized by ¿sensor reconnecting¿ alerts, and was addressed by entering a blood glucose into the ilet and restarting the sensor by toggling sensor settings. Symptoms included hyperglycemia and a glucose peak of 501mg/dl, with associated confusion or disorientation. Outcomes included an unexpected medical intervention in the form of insulin administration due to delayed therapy, consisting of insulin given subcutaneously by pen. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with the affected component identified as the antenna/electrical communication path. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.